Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the main keypad and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off and it took several attempts to power the device back on. The customer did not provide more details on the patient or the event. Physio has made several attempts to obtain more information without success.

Manufacturer narrative:
The customer later contacted physio-control to report a second, similar event had occurred involving their device (please reference medwatch report number 0003015876-2018-00839). Through the course of that investigation, physio-control verified the reported issue. Physio-control then replaced the device¿s system pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing the unit was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was a thermally sensitive crystal, designator y1.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off and it took several attempts to power the device back on. The customer did not provide more details on the patient or the event. Physio has made several attempts to obtain more information without success.